Event description:
An infusio pump with an 808:07 failure code. The biomed stated to baxter customer service that the failure occurred during biomed testing. The biomed stated they have no record of any pt incident involving the pump ince the last baxter service event. Info was requested but details were not available regarding medication involved, tubing product code, infusion rate or set up of the infusion device. Add'l contact info was requested but no add'l contact was provided.